Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. Coincident with the alleged failure, the device displayed a red x in the rfu indicator. It was noted that the customer had already swapped the cables in an attempt to resolve the issue but the failure remained. The customer requested that the device be returned for bench repair. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.